Event description:
It was reported there was an "issue with the guidewire bending/turning and getting stuck in a patient that had to go to the operating room to get it removed". It was reported the patient expired later that day however the physician said not related to cvc placement, patient was septic.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to cvc kit: 3-lumen 7 fr x 16 cm section d.2.-material# corrected to ca-22703.

Event description:
It was reported there was an "issue with the guidewire bending/turning and getting stuck in a patient that had to go to the or to get it removed". It was reported the patient expired later that day however the physician said not related to cvc placement, patient was septic.